Manufacturer narrative:
The device has not been returned to any of the olympus locations. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the reported event was caused by followings; a communication error occurred due to a failure of the endoscope used in combination with this device. Communication between this device and the video processor was unstable due to the incomplete connection of the digital light source cable. Foreign matter was attached to the electrical contacts and optical connections of the scope connector, resulting in poor contact of the connector pins. As a result, communication from the endscope to the video processor via this device became unstable. The instruction manual provides preventive measures against the reported failure mode. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that error b30 occurred during preparation for use. This device was used in combination with a video processor. There was no report of patient injury associated with this event.